Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient's ins is overdischarged. The patient quite recharging approximately two months ago. The rep attempted to interrogate and was unable too. An antenna locate was used on the recharger and was able to communicate with the battery. A charge was started and the patient was getting excellent coupling. The patient was sent home to finish recharging, and the issue was resolved at the time of the report. No further complications were reported. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that in early 2020, the patient started noticing they were needing to charge more frequently because the charge wasn't lasting as long. They were having to charge every 3 days now, when before they could go longer than 3 days between charges. They also reported they couldn't get the ins recharged since (B)(6) 2020. They explained they were getting the reposition antenna screen no matter how much they moved the recharger antenna around. During the call on (B)(6) 2020, the patient didn't have their programmer with them for troubleshooting. The patient mentioned they hadn't charged the ins in at least 3 weeks, so it was reviewed that when they try connecting with their programmer later, if it shows the poor communication screen, then the ins may have entered an overdischarge state, in which case they would need to see their doctor to resolve it. No symptoms were reported. No further complications were reported or anticipated.